Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement and helix extension/retraction issues when trying to reposition. Lead was replaced for a new one. No additional adverse patient effects were reported.